Event description:
Unit was explanted due to a report rate decrease. No further injury or complications associated with the event. The device exceeded is published projected longevity. Analysis indicates loss of hermeticity.